Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic aottic aneurysm procedure. Reportedly, the suture broke. A second proglide was attempted but the same occurred. The sutures of two new proglides were successfully pre-placed. The sheath was upsized to a 20f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Femoral imaging results noted calcification was present at the access site. It should be noted that the electronic proglide instructions for use (eifu), states: the safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link/ suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The additional proglide device referenced is filed under a separate medwatch report number.